Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer had no symptoms. The customer reports unexpected highs blood glucose levels during the night while during the rest of the day the blood sugar levels are correct. Troubleshooting was performed and confirms the insulin pump working properly. The customer will call back if further assistance is needed. The insulin pump was not returned for analysis.